Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 2001. Sought medical attention for redness and swelling at the piercing site in 2/01. Oral antibiotics were prescribed. Returned for medical treatment three days later and an incision and drainage was performed. Two days after, an incision and drainage was performed and a dose of i.v. Antibiotics was administered. The following day, patient returned for medical attention and was admitted into the hospital. During patient's stay, patient was given i.v. Antibiotics and another incision and drainage was performed. Patient was discharged five days after admission and was instructed to continue on oral antibiotics.